Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the while the lens was inserted into the eye, haptic was caught in the injector. Surgeon had to pry the clear plastic end up while still in patient eye to release haptic. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).